Event description:
It was reported that operating room hour glass icon in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced sensor errors on multiple sensors. The patient could not recall what the last value on the cgm was prior to sensor errors and no bg was checked. The patient began to experience dyspnea and cyanosis and an ambulance was called and the patient was transported to the emergency department (ed). The patient could not recall the medical intervention that was provided, only that the bg was 1000 mg/dl. The patient was admitted to intensive care unit (ICU). No details about treatment received during that time. At the time of the report, the patient remained in intensive care but would be discharged in a few days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Health effect - clinical code - e2305 - cyanosis. Diabetes mellitus is a known cause of hyperglycemia.